Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patients right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 125 ohms. The boston scientific sales representative called boston scientific technical services (ts) for consultation on a non-invasive programmed stimulation (nips) that was going to be performed to test the lead integrity. Upon successfully completing the nips testing, normal impedances were observed. To date, no additional adverse patient effects have been reported.